Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 12aug2019. The customer confirmed the reported display issue. The customer reported that the new ui assembly was received and installed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a black lcd screen. There was no patient involvement.